Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had a scratched display window, cracked case at display window corner (lower left and lower right corner) and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor.

Event description:
It was reported that the customer received a button error after dropping the insulin pump in water. Customer's blood glucose was 84 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.